Event description:
It was reported that the catheterization date was (B)(6) 2014. On (B)(6) 2014, when flushing the catheter during the regular maintenance, the PICC allegedly was suddenly detached to the red extension tube (namely the catheter was extruded out of the strain relief sleeve).

Manufacturer narrative:
A lot history review (lhr) is not possible as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer at this time for eval.